Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as: 01feb2025, the date of publication (01feb2025) since the date of data collection was not provided. Brozzi, n. A., aleman, r. A., napoli, f. A., nikita, z. A., baran, d. A., sheffield, c., estep, j. A., & navia, j. A. (2025). Intraoperative donor heart assessment of myocardial perfusion and coronary anatomy with fluorescent guided imaging. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.601. Cleveland clinic florida, weston, fl. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the case report, intraoperative donor heart assessment of myocardial perfusion and coronary anatomy with fluorescent guided imaging, that heart transplantation was performed on a 44 year old female recipient bridged with heartmate 3 left ventricular assist device (lvad).